Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the pump display was not functioning as expected. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.